Event description:
The following info was reported to the manufacturer: the catheter (device in question) was steam shaped and inserted into the pt. The catheter was advanced to the artery through the guiding catheter. It was felt that the guidewire did not pass through the distal end of the catheter so the device was removed. The physician flushed the device with dye, and a hole was found within 3cm from the distal tip. It cannot be confirmed if it was the guidewire or mandrel that perforated the catheter. The procedure was successfully completed with another of the same device. No pt complications were reported and the pt's condition status was reported to be "good."